Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having trouble with 2 infusion sets that came apart. He stated that when he was filling the reservoir, the needle got stuck in the syringe and while he was sleeping, the set came out completely. The patient woke up to elevated blood glucose level and noticed that the tubing detached from the quick release connector. The site location was his right side and the pump was worn in his right hip pocket. The infusions were stored in the dresser drawer. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.